Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 2/20/2025: this was discovered during a triceps repair procedure. The eyelet broke off and it was removed. The case was completed using another ar-8980bct dx knotless biocomposite swivelock. The case was delayed forty-five minutes with additional anesthesia.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-8980bct serial/batch number (B)(6) was received for investigation. Functional testing was performed by moving/unscrewing/screwing the inner shaft to look for any resistance. No issues were found. Upon visual evaluation, it was noted that the screw/bio threads were warped and completely damaged. The eyelet is inside the shaft broken. The device sutures were broken, as only one was noted on the device shaft. The most likely cause of the reported failure is user error, such as improper bone preparation, applying excessive force during insertion, or leveraging/prying the device.

Event description:
On, it was reported by a sales representative via email that the screw portion of the anchor from an ar-8980bct dx knotless biocomposite swivelock fell apart during the insertion process. This was discovered during a procedure on (B)(6) 2025.